Event description:
Pt was taken into the or and intubated after induction of anesthesia. Intubation was difficult but sucessful. Pt initially had a laryngoscopy done. The case proceded to a left radical neck dissection. At some point during the case, there was a leak in the balloon. The balloon was reinflated and the tube was checked. It appeared to be ok, approx. 5 minutes later an air leak was again detected. At this time, the et tube was dislodged even though it was still secure at the mouth. Two physicians attempted to reinflate but were unsuccessful. An emergency tracheostomy was then necessary. Although the pt did not suffer any permanent damage, the event did temporarily put his life at risk.